Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experiencing high blood glucose. Customer¿s blood glucose went up to 400 mg/dl. Customer was treated with manual injection. Customer reported that insulin pump had insulin flow blocked alarm and the issue was resolved by infusion set change. Customer stated that infusion set had bent cannula. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.